Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/17/2017, that on (B)(6) 2017, the smart device showed a transmitter failed error. No additional patient or event information is available. No data was provided for evaluation. The transmitter has been received for evaluation. A follow up report will be submitted upon completion.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. A pairing test was performed and passed. A voltage test was performed and passed. Share log review and no data found. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.